Event description:
Medtronic received information regarding an imaging system being used prior to a spinal fusion procedure. It was reported that the system failed to get into 2d mode. After a successful navigated spin, the generator went into error 32. There was no delay and no impact on the patient's outcome. There was no patient present.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450, serial/lot #: (B)(6) h3: a medtronic representative went to the site to test the equipment. Testing revealed that all inputs/outputs of the supply board were verified. The power supply (ps1) was sitting around 5v, and it was adjusted to 5.1v. The image acquisition system (ias) batteries were measured, and the umbilical was unplugged to ensure the batteries were holding up. The ps1 was measured with the umbilical disconnected, and the ps1 had dropped to 4.88v. When the umbilical was reattached, the ps1 came back up to 4.96v only. The ps1 was then replaced and dialed up to 5.1v. After unplugging the umbilical again, it was confirmed that the ps1 value did not change. The imaging system then passed the system checkout and was found to be fully functional. The power supply was returned to the manufacturer for analysis. The power supply was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. H6: fdm b01, fdr c02, fdc d02 are applicable to the system checkout. Fdm b01, fdr c19, and fdc d14 are applicable to the hardware analysis. Multiple fdd/annex a codes were reported. A090501 was coded for the system failing to get into 2d mode. A1102 was coded for error 32. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.